Event description:
It was reported that patient had complained about generalized pain. A right medical modular neck stem was in patient so surgeon decided to extract stem and implanted a restoration modular, based on elevated cobalt levels. He also observed our trident cup was in patient and prophalactically changed liner. The liner was well fixed in the shell with no physical problem observed with the device.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36 liner e 10 degrees.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).